Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle there was an issue with deformed stopper. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle there was an issue with deformed stopper. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 6195918 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted pertaining to this complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported with the use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle there was an issue with deformed stopper. There was no report of injury or further medical intervention.